Event description:
It was reported that the universal high torque drill overheated during testing at the manufacturer's international subsidiary. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device s received and the quality investigation is complete.